Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
It was reported that the patient was experiencing low blood glucose (bg) for two weeks. The patient's health care provider reportedly recommended that the patient's family contact animas to troubleshoot the pump. The reporter stated that on (B)(6) 2011 the patient awoke with bg of 127 mg/dl, and by around 8 am the patient's bg was 48 mg/dl. The patient was reportedly treated with glucose gel, her bg rose to 73 mg/dl and then within two hours her bg reportedly dropped to 52 mg/dl. The patient reportedly ate a meal to treat for the additional low bg. The reporter stated that the patient had been suspending the pump for up to four hours at a time due to low bgs. He stated that he is unsure if the patient is eating carbohydrates, as there are not many boluses in the pump history. The reporter stated that the patient had increased activity due to distances between classes, but denied any weight changes and did not know of any other factors that could contribute to the low bgs. The reporter denied any site or set issues, and confirmed that the patient resumed insulin pump therapy. Troubleshooting indicated no mechanical issues with the pump. The pump is not being returned at this time, and there has been no further reported incident. This complaint is being reported due to the patient's alleged hypoglycemic event; it is unclear whether the patient treated herself with the glucose gel or if assistance of another person was required.

Manufacturer narrative:
Device evaluation - (B)(4): the device was returned to animas and evaluated by product analysis on (B)(4) 2013 with the following results: no defect was found. Information from the reported failure is overwritten; last basal delivery was on (B)(4) 2013. Tdd add up correctly and reveal user¿s programmed basal rate target. Pump powers ¿on¿ and displays ¿verify¿ screen. Pump was primed correctly and it was exercised for 24h, no delivery interruption occurred during the course of the duration test. Force sensor calibration reading is within the specifications. Pump passed a 29h flow accuracy test successfully . The cover was removed, no moisture ingress was found, no intermittent condition was found to the power circuit or to the force sensor circuit.